Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were neither broken nor removed upon receipt and no external damage was noted. An error code was found in the ehl (event history log). The customer reported issue was confirmed as the battery was found to be depleted during the investigation. Root cause of the reported issue could not be determined. Replaced the battery and the reported problem resolved. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
Additional information was received via email from the customer on 08-dec-2022 and attached by the manufacturer into the complaint. This issue was not on a patient when it failed.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's current software version doesn't recognize the input and also the battery is depleted. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.